Event description:
The physician during an allez spine business meeting informed a company employee that he had observed a locking nut backout in one of his patients that had been implanted with a pedicle screw system. The physician said that no procedure had been performed or planned as a result of the backout and was not able to provide details of the patient or procedure related to this observation.

Manufacturer narrative:
This is a retrospective filing following an audit of complaint files following a similar malfunction resulting in medical intervention. No complications or adverse effects from the device were reported. Internal investigation suspects the cause of the reported loosening of the locking nut as improper technique/engagement of the rod and locking nut during implant of the device.